Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus). A second 4.5 cm cuff was added to the aus system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. It was confirmed that no device was removed, a second cuff was added due to patient recently began to leak again. More fluid was added to the system.